Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: issue could not be confirmed, scope socket was not locking in place but is not covering pins, lamp life on 200 hours, front panel was cracked and missing caution label. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source did not show images. The issue was found before the procedure started. The diagnostic procedure was postponed. There were no reports of patient harm.